Manufacturer narrative:
The insulin pump was received with case cracked behind pump near battery compartment, case cracked behind pump at corner of belt clips rails, cracked battery tube threads and a constant blank flashing white light on the lcd display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the battery compartment of insulin pump. The customer's blood glucose level was 17.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.